Event description:
Mckinley medical (the manufacturer) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. Per the complainant the pt reported a non-delivery. Per the complainant there was no injury associated with the event.